Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that the door latch was broken. There was no patient involvement, no reports of any adverse events, and no reported delays of critical therapy. Though requested, no further information was obtained.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.